Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure due to suboptimal lead placement. One lead was explanted and replaced with a new lead. The explanted lead was not returned for device analysis.